Event description:
Customer reported via phone, she was hospitalized due to diabetic ketoacidosis. Customer was having headaches and then her stomach started to hurt. In the evening, her blood glucose was up to 550 mg/dl. She tried to treat and the next called the doctor who informed her to change her infusion set and vile of insulin. Also, if she felt nauseous she was instructed to go to the emergency room. When she finished the call she began to throw up and was taken to emergency room. Blood glucose was 490 mg/dl by then. Customer was advised to disconnect from the device and ensure the device is functioning correctly before reconnecting. Troubleshooting was performed and tubing clamp was sent to the customer. Customer called back on (B)(6) 2015 to perform high pressure test and the device passed. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.